Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: in may of 2007 smith-nephew endoscopy initiated a corrective action to investigate the calaxo post-operative conditions that have been reported from the field. In august of 2007 smith & nephew endoscopy initiated a voluntary worldwide recall of the calaxo product as a preventative action. This product is no longer marketed by smith & nephew.

Event description:
During a literature review, it was reported that one patient presented with a cyst and intra-articular granuloma formation of the knee six months after an anterior cruciate ligament reconstruction. Two cavities were found with remnants of biodegradable screws and fibrinous material. Both sites underwent curettage and filled with bone grafts. Resection of the granuloma and synovectomy was performed. The patient recovered normally and was symptom free after three months. Citation: dujardin j, vandenneucker h, belleman j. Tibial cyst and intra-articular granuloma formation after anterior cruciate ligament reconstruction using polylactide carbonate osteoconductive interference screws. Arthroscopy-the journal of arthroscopic and related surgery. Feb 2008;24(2):238-242.